Event description:
Customer reported she fell and thinks the insulin pump may be damaged. Customer stated that the inside of the lcd screen has lines going through and she cannot see parts of the display. Blood glucose value is 450 mg/dl; treated with manual injection. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing segment due to cracked zebra connector at lcd board. Rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test were not performed. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.